Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited high pace impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that during the cardiac resynchronization therapy pacemaker (crt-p) system implant procedure, the left ventricular (lv) lead exhibited high pace impedance measurements of 1428 ohms when connected to a pacing system analyzer (psa) and 2155 ohms when connected to the crt-p device. These impedance measurements are high but are within the normal acceptable range for this lv lead, which was noted to be 220 ohms to 3000 ohms. The threshold was noted to be 1.3 volts at 0.4 milliseconds, which is acceptable. The products remain in-service. No patient symptoms or adverse patient effects were reported.